Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is diagnosed with (B)(4). The device and lead were explanted with no intention of replacement at this time. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.